Manufacturer narrative:
This report is submitted on may 17, 2021.

Event description:
Per the clinic, the patient had multiple skin revisions due to skin infections and overgrowth and subsequently underwent revision surgery on (B)(6) 2021, in order to convert the patient to a transcutaneous osia baha implant system.